Event description:
The ventilator made a "shrill noise", alarmed, and "died" (stopped functioning). The patient was manually ventilated until another ventilator was setup. The event reached the patient and an intervention and additional monitoring was required. The ventilator was replaced, tagged and sent to biomed. The vendor was notified.